Event description:
A malfunction alarm occurred with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and the customer was advised to call back if the malfunction recurred. The customer acknowledged and understood the instructions.